Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was found to be in backup vvi mode. Additional information is not available at this time.

Event description:
New information received indicates the device was at end of life (eol) / elective replacement indicator (eri) which may have been expected behavior since the battery was drained. No programming changes were made to prevent the battery from being drained any further. The patient was unaware of any issues and was stable.